Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a display anomaly. Blood glucose value was unknown at the time of the incident. Troubleshooting was performed and the device will be replaced and returned.

Manufacturer narrative:
After battery installation unit gave an unexpected blank/white flashing display followed by an unexpected intermittent beep alarm due to cracked lcd controller. Unable to perform functional testing including selftest, sleep current measurement, active current measurement, displacement test or determine partial display due to display anomaly.